Event description:
During a transabdominal laparoscopic hernia repair, the eas jammed and the staples were not formed properly. A second eas was opened with the same results. The surgeon opened the third stapler and the same thing happened. The fourth eas worked and was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. Deformed holder and twisted anvil, instrument was empty.